Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the ion selective electrolyte (ise) injection cup and the flow cell drain of the unicel dxc 600 synchron system were overflowing. Customer reported that they could not calibrate the sodium and calcium. Customer reported that erroneous results were not generated as patient results were not being run for electrolytes. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the ise module was disabled due to overflow of eic and fluid build up in drain tube. The fse found the line #15 in the ise module had low vacuum due to a kink. The fse un-kinked the line and increased vacuum, restored back to the two waste valves. The fse performed ise integrity checks and precision check. The fse analyzed and found the quality control was within limits. The fse reported that seven random patient samples performed on both dxc instruments for ise comparison. The sodiums were within 2-3% of each other with other electrolytes within 1%.